Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibted noise on all channels. The noise was oversensed and resulted in pacing inhibition. Daily measurements are normal and the noise is reproducible with isometrics and deep breating. In addition, review of the egrams revealed loss of ventricular capture and misaligned markers.